Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. One prior-to-use device was returned to assist in the investigation. A wire guide was used to confirm the lumen patency. The wire ran through the stopcock and into the check-flo body. However, the wire met resistance once it reached the check-flo body through the check-flo sidearm. The wire guide was still unable to advance into the check-flo body through the occlusion, even with increased force. It is feasible to suggest that an excess of adhesive or glue was used to attach the side arm and lumen, causing an occlusion. A review of the device history record (work order) was reviewed and confirmed that no nonconformance's were recorded. Since the rups-100, rosch-uchida transjugular liver access set is supplied with component parts, the device history records((B)(4)) regarding the complaint component ((B)(4)) were reviewed. A total of two (one from each ic work order) nonconformance's were recorded within the manufacturing department. These noted nonconformance's were scrapped prior to further processing. To date, a further search of the manufacturer's database records revealed this complaint to be the only reported complaint associated to the complaint lot number (6919802). During device failure analysis, the patency of the check-flo body could not be confirmed with a wire guide and pin gauge checker, suggesting that the device was manufactured out of specification. The root cause of this complaint is likely to be manufacturing related - operator related, as the check-flo body and sidearm patency is examined by incoming qc operators. It is feasible that during the manufacturing process, there was an excess of adhesive used to attach the sidearm to the check-flo body which may have led to an occlusion and eventual inability to flush the device. The appropriate personnel have been retrained in response to this issue. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing a trans jugular liver biopsy. The physician chose to use the introducer sheath (only) to provide more stability for advancing the trans jugular liver biopsy. The device was inspected prior to use. The scrub nurse was not successful in flushing the device; the hemostatic valve would not flush. The physician made a similar unsuccessful attempt. A new biopsy set was opened and successfully used. There are no reported adverse patient consequences. The event occurred prior to patient contact. The device is available for evaluation.